Manufacturer narrative:
Insulin pump passed the displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The insulin pump alarmed no delivery after running a manual prime to at least 5.0 units. Customer's blood glucose level was 400 mg/dl. She treated her blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.